Manufacturer narrative:
Additional information was added to h3, h6, and h11. H11: the actual device was received for evaluation with the twist clamp in the closed position. Visual inspection was performed and broken occluder legs were observed. Separation between the tubing and twist clamp was not observed. Leak, clear passage, and clamp function testing were performed, and a leak through the set was observed. The reported separation issue was not verified. The cause of the leak through the set was due to the broken occluder legs. The cause of the broken occluder legs could not be determined, however exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the tubing and twist clamp of the minicap transfer set. This was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.